Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following additional information was requested, but unavailable: were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon products involved caused and/or contributed to the post-operative complications described in the article? If yes, provide details of event and specific product code. Can specific patient demographics be provided for each of the subjects of this article? If yes, please include: date and type of procedure, where procedure was performed, specific medical/surgical intervention per patient, product involved, pre-existing conditions. Are the product code and lot numbers available for ethicon devices used? Citation: world j surg 1998;22:479-483. Attachment: [(B)(4)-pans 1998.pdf]

Event description:
It was reported in journal article that "title: long-term results of polyglactin mesh for the prevention of incisional hernias in obese patients¿ that a prospective randomized study was conducted using polyglactin mesh to prevent the occurrence of incisional hernia in a group of patients at high risk of developing this kind of complication. Patient was operated on for morbid obesity by a midline supraumbilical laparotomy from october 1990 to september 1993. The abdominal incision was closed by means of interrupted polyglactin 910 sutures, with or without an intraperitoneal polyglactin mesh placed above the omentum. The mesh was not fixed in any way, but care was taken to spread it as far as possible into the flanks. The patient may have experienced wound infection and incisional hernia. The use of polyglactin mesh did not reduce the incidence of incisional hernia. However, the mesh was not tacked into place. The patient may have undergone reoperation. In the authors¿ opinion, the large size of the mesh, associated with the pressure of the omentum and abdominal organs, reduces the risk of subsequent displacement. In conclusion, the use of intraperitoneal polyglactin mesh does not prevent incisional hernia in obese patients. No additional information was provided.